Event description:
On the week of (B)(6) 2024, dr. (B)(6) placed a prokera slim (pks) for management of bullous keratopathy. The doctor phoned the patient that evening to check their comfort level and the patient said that they were experiencing no pain or discomfort. However, the next morning the patient was experiencing a lot of pain and returned to the office. Upon examination and staining it was evident that a sterile ulcer [non-infectious] had occurred. The patient had the pks removed and was prescribed antibiotic drops; the ulcer appeared to have healed approximately a day later.

Manufacturer narrative:
This medical device report is being submitted as part of the actions taken by biotissue holdings inc. (Bthi) in response to FDA investigator feedback and a 483 observation received 18feb2026 regarding not submitting MDR report within 30 days of being aware of information that reasonably suggested that a marketed device may have caused or contributed to death or serious injury. During the inspection, feedback and additional information were provided regarding the need to initiate mdrs for adverse event cases where any medical or surgical treatment was provided even when the causal relationship to the device is not evident, even when the adverse event is self-limited, and even when such events may arise from underlying patient conditions rather than device malfunction or performance concerns. The feedback received expanded the reportability criterion bthi was following based on 21 cfr 803 regulation.as bthi is fully committed to compliance with FDA reporting requirements, a retrospective review of adverse events since the last inspection (mar 2024) was completed. In this look back, adverse event cases already investigated and determined not reportable were reassessed per the expanded criteria provided during the inspection that redefined as reportable cases where medical or surgical treatment was provided, regardless of clinical outcome or relationship to device performance. The review identified adverse events investigated between march 2024 and february 2026 that, upon reassessment, met the expanded criteria for reportability.this MDR submission date falls outside the standard 30 day reporting requirement from the awareness date of the adverse events as they were identified reportable per the expanded scope and criteria received post-inspection 18feb2026.